Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that his joystick is causing the chair to slow down and speed up.